Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 38, 40, 42, and 56 mg/dl at the time of the incident. The customer was at 217 mg/dl at the time of the call. The customer used glucose tablets and was given dextrose to treat and went as high as 500 mg/dl which they treated for with manual injections. The customer experienced symptoms such as going limp and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer has adjusted their settings but still goes low. The customer had a high when the infusion set got detached from their body. Troubleshooting was completed and the customer reported leaking infusion set events. The customer reported an incident where they were in the hospital and their blood glucose was going high and after a set change, the set was bent sideways. Customer reported issues with site rotation. Customer also had low on (B)(6) 2018. The insulin pump will not be returned for analysis.